Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: on investigation, the audio bolus button cover was punctured and the audio bolus button was under responsive. Moisture was found on the audio bolus button and the surrounding area. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was found to be dim/faded/discolored. (B)(4).